Event description:
It was reported that the pump declared alarm 20 during pumping. The customer's blood glucose level did not exceed 500 mg/dl. Cts assisted the customer in loading a new cartridge correctly, but the cartridge alarm recurred, preventing successful resumption of insulin therapy. Cts decided to replace the pump and instructed the customer on storage procedures and returning the pump. Meanwhile, the customer was advised to use mdi as a backup therapy.